Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the sleek rx pta balloon dilatation catheter products that are cleared in the us. The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified material rupture and material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 68202087 pta balloon dilatation catheter allegedly experienced a material rupture and material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) female patient's weight was not provided.